Event description:
It was reported that the patient was admitted to the emergency room department (ER) due to difficulty charging of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.